Event description:
It was reported that on an unknown date the c6 monitor charger was plugged but not charging the c6 monitor became warm and melted the top of the patient's dresser. A replacement was sent. There was no injuries reported.

Manufacturer narrative:
It was reported that mcot monitor charger melted. The mcot monitor and charger were returned for device evaluation. Monitor and charger components were inspected for general physical integrity, no problems were identified. The charging cable, monitor, a to c resistance was tested and found to be 500.0 kohm which is within limits. Engineering evaluation was unable to replicate the reported allegations of "monitor charger melted" and "melted the top of his dresser." The returned charger and monitor passed visual inspection and function testing. Images were also not provided. The reported event could not be confirmed. A definitive root cause could not be determined.